Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation, the target lesion was ablated at 45w for 1 minute and 60w for 10 minutes. However, it was found the lesion was not ablated at all when CT scan was taken later. The ablation range formed vertically long and tissue was partially ablated as the surrounding the lesion. The physician commented that the antenna tip moved during ablation. The patient later received another rfa treatment. The patient's current condition is being monitored.